Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The jada did not work [device ineffective] no additional ae reported [no adverse event] case narrative: this spontaneous report originating from united states was received from clinical educator (ce) and clinical account specialist (cas) on behalf of patient¿s husband referring to non-pregnant female patient of unknown age. The patient's medical history included multipara. Concurrent condition included retained placenta. The patient¿s past drugs/allergies, and concomitant medications were not reported. This report concerns 1 patient (s) and 1 device (s). On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot #, serial # and expiration date were not reported) via vaginal route for postpartum haemorrhage. The patient¿s husband stated that his wife had retained placenta on (B)(6) 2024, and they manually extracted the placement and the patient¿s husband then said that it was like a water faucet turned on by the time the vacuum-induced hemorrhage control system (jada system) was placed the patient had lost 3,000 cubic centimeters of blood. The vacuum-induced hemorrhage control system (jada system) did not work/device stop control the bleeding (device ineffective), it was removed on (B)(6) 2024, and she was taken for a uterine artery embolization. She had been in ICU (intensive care unit) for 6 days. Reporter did not have hcp (health care professional) information. No additional ae (adverse event) reported (no adverse event), no product quality complaint reported. Upon internal review, the event device ineffective was considered to be serious due to required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.